Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer's husband complains of "lo" results. Customer's husband states medical attention was required due to results. The customer's expected blood results are 90-150mg/dl fasting. Verified test strips expire 10/20/2017 confirmed customer's test strips are being stored properly and opened vial date 10/20/2015. Customer performed a back to back blood test lo and lo. Reviewed meter memory: (B)(6). Memory concerns:lo. Husband calling on behalf of customer complaining her meter has been consistently producing results of lo. Customer tested her glucose levels a little over a week ago and meter showed lo. Customer then checked her glucose levels with a friend's trueresult meter and obtained a result of lo once again. At that time, customer had symptoms of excess thirst so husband took customer to the emergency room. When the nurses tested her blood glucose levels at the emergency room, she had a glucose level of 268 mg/dl, which is very high for her, indicating she had hyperglycemia and not hypoglycemia. Customer states dates in meter's memory are incorrect, as they did not set up date when she originally received meter.